Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected rewind anomalies noted. No unexpected failed battery alarm anomalies noted. No motor error alarm noted. Motor passed motor test. Device received with minor scratched lcd window, cracked lcd window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that scratches on insulin pump screen and it was getting hard to see the screen also insulin pump had button error alarm. The customer reported that the insulin pump rejected new battery and had failed battery alert. The insulin pump had slower and louder rewind and motor made clicking noise. The buttons of insulin pump were harder to press and case was crack. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.